Event description:
The pt was revised because of pain. The femoral component was changed from a medium to a small.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated.